Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube oring, scratched case, case cracked behind the pump at the corner of the belt clip rails, broken battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 3.2 mmol/l. The customer stated that the ring at the top of the reservoir compartment is detached and chipping. The insulin pump will be returned for analysis.